Event description:
Consumer reported concerns that the client had an infection, was also suffering from pain & swelling. The time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & osseointegration was not achieved.

Manufacturer narrative:
Consumer reported concerns with pain & swelling. The time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & osseointegration was not achieved.